Event description:
During insertion of the solitaire stent into the rebar 27 catheter, it was reported that the pushwire broke. No injury was reported with the patient as the device was not used in the patient.

Manufacturer narrative:
The device was returned for evaluation and one of the teardrop struts was found to be broken. Cross-sectional analysis of the break points indicated that the failure mode was due to ductile overload. Pushwire separation. (B)(4).